Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2016, they have had problems with the alarms from monitor mx700 bed no. 3, as the minimum alarm of the blood pressure was not activated even if the value read was below the predetermined, and the minimum of the alarm is reset by the pulse oximetry. This is only during the monitoring of a patient".the device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.

Manufacturer narrative:
The philips field service engineer (fse) went to the customer site and performed a functional check with troubleshooting on the intellivue mx700 patient monitor. During the evaluation, no malfunction of the monitor was detected. The fse also evaluated the alarm and error logs of the monitor without noting any malfunctions of the device. While reviewing the alarm log, several instances of silencing related to alarms were found, however, details regarding the type of expected alarm (invasive or non-invasive blood pressure) and the exact times of the expected alarms (on (B)(6)) were not available despite numerous attempts to obtain this information, therefore the cause for the reported issue could not be determined. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that "on (B)(6) 2016, they have had problems with the alarms from monitor mx700 bed no. 3, as the minimum alarm of the blood pressure was not activated even if the value read was below the predetermined, and the minimum of the alarm is reset by the pulse oximetry. This is only during the monitoring of a patient".the device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported. Additional information regarding the patient was not available.